Event description:
This coil was returned with another coil used for the procedure. Upon device inspection, the coil was found to be broken at the main junction. There was no clinical consequence to the patient.

Event description:
This coil was returned with another coil used for the procedure. Upon device inspection, the coil was found to be broken at the main junction. There was no clinical consequence to the patient.

Event description:
This coil was returned with another coil used for the procedure. Upon device inspection, the coil was found to be broken at the main junction. There was no clinical consequence to the patient.

Manufacturer narrative:
Visual and microscopic inspection of the returned device found that the main coil had separated from the delivery wire in close proximity to the detachment zone. The main coil was stretched at the proximal end. It cannot be determined if the stretch in the coil occurred during the procedure or when the unit was shipped for evaluation. It cannot be determined if the coil prematurely detached as a result of electrolysis or if it separated by other means (excess force) as the delivery wire was not returned and there was no additional information available. Therefore, an assignable cause of undeterminable has been assigned to the investigation.